Event description:
It was reported the pt had a few incidents where she experienced a burning sensation at the ipg pocket site, and she had turned the system off. The sjm rep advised the pt to consult with her physician if the issue persisted. It was reported the issue had not recurred at this time, but the pt was to continue to monitor the issue.

Manufacturer narrative:
This ipg serial number is included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.